Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis. The customer states the product was in use two weeks. The customer states the catheter had to be replaced because there was complete cuff extrusion and the cuff was still intact on the catheter.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.